Manufacturer narrative:
The device was returned to zoll australia for evaluation. The customer's report was observed during review of the device history logs. The logs showed errors associated with the battery falling below the 8v threshold while charging the device. However, the device was put through extensive testing including bench handling and defib charge testing using the returned battery without duplicating the report. The battery lug terminals were retightened and the processor/bridge/pace board was replaced as a precaution. The customer was advised to order a replacement battery as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that during biomed testing, the device displayed a "defib charging" error message. Complainant indicated that there was no patient involvement in the reported malfunction.